Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received reproducible low elecsys vitamin b12 immunoassay results for an unknown number of patient samples that did not fit the clinical picture for the patients. The results were < 36.9 pmol/l but the clinical and biological parameters were in normal ranges. The customer tested several different samples from the patients and the results were the same. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The customer suspected an interference. The customer used a cobas 6000 e 601 module. The serial number was requested but was not provided.